Event description:
Complainant alleged that during a routine shift check by a clinician the paddles caused the device to display a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.